Manufacturer narrative:
Explant date is unknown. Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
It was reported that patient had a explant for a unknown reason. No other information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.